Manufacturer narrative:
The device was evaluated and the trigger assembly was replaced and the device was returned to the customer.

Event description:
It was reported that the trigger was sticky. There was no patient involvement and no adverse consequences.